Event description:
Initial vague report by vp of medical services of an over infusion of clinimix. Additional info received from director of quality improvement. Rn reported the pump programmed to infuse at 80ml/hr, rate infused higher than expected. Rn report: "chamber to IV pump noted to be giving rate higher than programmed on pump. Initial rate 80ml/hr. Current bag to clinimix bone dry. Amount showing to be infused on pump was 461ml. Pump cleared at 1720. Showing amt infused at 1930 was 174. Clinimax bag hung at 1300. Chamber number (B)(4) removed from room and assessed by myself and (B)(6). Rate of output clearly does not match programmed rate in chamber. Counted out manually by two nurses mentioned. Infusion rate was not only inaccurate, it was also irregular." Clinician states that no further pt or event info is available.

Manufacturer narrative:
(B)(4). Unable to confirm customer's report of an over infusion of clinimix. Event took place more than a yr ago on (B)(6) 2011. Customer states the pump will not be returned. Pump was sent to hosp biomed work order (B)(4).